Event description:
The customer reported the ventilator went vent inop and alarmed. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician verified the customer reported problem. The service technician replaced the blower motor controller board to correct the problem. Extended self testing and performance verification testing was completed on the ventilator and all tests passed per operating specifications.